Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that he developed high blood glucose symptoms, after the power issue with his one touch ultra2 meter began. The medical surveillance specialist (mss) was unable to contact the pt for additional info. The following info was obtained from the customer care advocate (cca) documentation. The reported power issue first occurred at 6am the same day. An hour after the power issue began, the pt guessed how much insulin to take based on his feelings and, took 10 units of humalog. Typically the pt adjusts his insulin based on his meter readings. He claimed that within a couple of hours after the power issue began, the pt developed high blood glucose symptoms. The specifics symptoms were not reported. It is also unk what occurred between the time the pt attempted to test on the meter to when the symptoms started, such as his food intake and activity levels. The pt did not test on other devices and denied receiving any form of treatment as a result of the power issue. The pt reportedly has replaced the battery 2 weeks prior to calling lfs. According to the customer care advocate (cca) documentation, the power issue was unresolved with troubleshooting. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly became hyperglycemic a couple hours after the power issue with the meter began. In addition, the reported power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.